Event description:
Event description guidant received information that this transvenous implantable lead exhibited oversensing resulting in delivery of inappropriate shocks. In addition, the lead's pacing impedancewas greater than 3,000 ohms. It was suspected that the lead was damaged; however, x-rays did not reveal anything. The lead was extracted and a portion of the lead was abandoned in the superior vena cava. A portion of the lead was returned for analysis. A new lead was implanted.